Event description:
The pt reported that the keypad buttons are stuck causing the pump's display screen to scroll through selections. The pt noted that she is still able to use the pump safely by monitoring button presses and has not had an issue with insulin delivery.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.